Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined. Additionally, the complaint device was returned, but the transmitter (40292j) that was used with the device has been received for evaluation on 03/29/2016. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed err121 on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - correction to remove statement from follow-up report 001: additionally, the complaint device was returned, but the transmitter (40292j) that was used with the device has been received for evaluation on 03/29/2016. A follow-up report will be submitted once the evaluation is complete. Additional narratives/data - upon further review of the complaint, an evaluation of the transmitter device is inapplicable based on the allegation product being the receiver. No further patient or event information is available.